Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6), 2020. According to the complainant, during the procedure, the light source of the spyglass ds controller went out. The controller's blue illumination buttons would turn on; however, it would turn off after a second. Reportedly, the power cord or cables were connected tightly to their connection points. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the light source of the spyglass ds controller went out. The controller's blue illumination buttons would turn on, however, it would turn off after a second. Reportedly, the power cord or cables were connected tightly to their connection points. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover finish was damaged. The front panel showed cosmetic damage and y/c video output connectors were worn. The light engine was disassembled. The catheter interface contacts and connector socket assembly were cleaned. The 32 conductor flex cable, front panel, keypad, top cover and cover gasket were replaced. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Upon analysis, the dirty catheter interface contacts caused intermittent connection with scope. Damaged components were replaced, and the unit passed all tests. It is possible these conditions could be a result of reprocessing the unit over time. Based on all gathered information, the most probable root cause of this complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.